Manufacturer narrative:
Date rec¿d by MFR : 13mar2019. The customer confirmed the reported issue. The customer identified air/oxygen flow sensor assembly as cause of failure.the customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the air flow accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.